Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Patient was in the o.r undergoing a surgical procedure. There were problems with measuring pressures with the lines-patient went to ICU where the arterial line was checked and the catheter came out of the hub. An x-ray was performed, and the catheter was seen in the arm of the patient. The patient was taken to radiology for surgical removal of the catheter. Post op couldn't palpate any pulse-2 hours later could via doppler.